Manufacturer narrative:
Product analysis: no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, an unspecified endovascular treatment was performed for a right lower extremity thrombotic peripheral artery occlusion. It was noted that pain and numbness of the right lower extremity was observed prior to the valve implant procedure and symptoms worsened following the procedure. No additional adverse patient effects were reported.